Event description:
Same case as 6000093-2007-00120. A consumer reported the following: "about 3 ? To 4 months after the te2 stents were placed, he developed a 8 blood clots in the lungs. The consumer states that he developed a lower gi bleed about 9 months after the te2 stents were placed, resulting in permanent discontinuation of blood thinning medications." The pt had two taxus express2 drug eluting stents (des) placed during the initial stent procedure; a 3.50x12mm and a 2.50x8mm. Add'l info has been requested, but none has been rec'd as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 7415752 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined. There are no similar complaints of this nature related to this batch number.